Event description:
The customer contacted baxter's service center regarding a connection issue which occurred on the home choice (hc) during dwell 1. A bag had fallen on the floor, but there was no alarm. The technical service representative (tsr) assisted the registered nurse (rn) to end therapy advised to start over using new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) contacted the peritoneal dialysis registered nurse on (B)(6) 2012. He stated that the bag fell because of use error; it had been improperly stacked and was not stable. When it fell, the force caused the separation. He stated that there was absolutely nothing wrong with any of the supplies, and no allegations were made against any of baxter's products. There were no adverse effects reported in relation to this event, and the patient therapy has been going well since.

Manufacturer narrative:
(B)(4). This complaint for a report of a connection issue was confirmed. The root cause was "supply bag fell and disconnected". The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4).there was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.